Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to ascertain the cause of the issue. The fse completed routine troubleshooting activities and replaced the ise drain line tubing. Verification checks were completed and recovered within specification after this part was replaced. No further erroneous results generated. No further issues reported. The primary failure mode is obstructed ise drain line tubing. Replacement of the part resolved the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the generation of erroneous high patient results for ion selective electrode (ise) on their beckman coulter au5800 clinical chemistry analyzer. There was no report of change to patient treatment in connection with this event. Ise calibration and quality control (qc) results were outside specification and the system generated ise sample pot level sensor and ise sample probe clot detect alarms.